Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer does not cycle the cartridge during the load sequence which is off label use.